Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they recharged their implanted neurostimulator yesterday and knew something wasn't right last night. Patient clarified when they turned the controller on this morning, the controller displayed 'stimulation is off' and both batteries were charged up. Patient mentioned they fiddled around with the numbers and didn't know how to turn stimulation back on. Patient unsure if they accidentally turned stimulation off or if stimulation turned off on it's own. Agent had patient reset the controller and to obtain controller serial number. Patient confirmed stimulation was off. Agent walked patient through turning stimulation on. The troubleshooting steps that were taken on the call resolved the issue. Agent updated patient's address and managing healthcare provider with prs.